Manufacturer narrative:
Investigation conducted. Dr cites micromovement of the implant, infection & surgical trauma as causes for failure. This file is closed. The reported event is occurring at a frequency and severity that is considered usual for this type of device.

Event description:
Received report of a failure.